Event description:
The user's hearing performance with the device is affected. The user has been reimplanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the device is no longer working within specification as confirmed by in situ measurements. A technical implant failure seems likely. Reportedly, the recipient did several outdoor sports activities which required to wear a helmet. This might have contributed to the suspected device failure. However, to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered.